Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported to a company representative, a bilateral case of incomplete lasik flap generation, observed on a patients left eye while lifting the flap. Reporter indicated at the six clock position about "2-4mm" of uncut bedcut with incomplete sidecut was noted. Upon additional follow up, the company representative indicated the surgeon performed manual dissection with a blade on the uncut areas and then completed the lasik treatment. Reporter indicated to company representative that no additional treatment was required.